Event description:
According to the initial information received, an amplatzer guidewire (gw) got stuck in an 18mm amplatzer sizing balloon ii (sb2) catheter during a pediatric heart catheterization. The gw and sb2 were removed and the case was successfully completed with new equipment. Please reference medwatch 2135147-2012-00064 for the amplatzer guidewire used in the event.

Manufacturer narrative:
The amplatzer sizing balloon ii was returned to aga medical and examined with no defects observed. Following decontamination, the sizing balloon was tested using a test amplatzer guidewire without issue. The sizing balloon was inflated and deflated with no defects observed. The returned amplatzer guidewire was found damaged and could not be used to test the sizing balloon. Although this event is not reportable to the FDA, an MDR is being submitted in conjunction with user-facility report ((B)(4)) which sjm was made aware of (B)(4) 2012.